Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. A request for the return of the device has been made. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor had overinfused during patient use. The total fill volume of 115 ml was infused over the course of 24 hours, rather than the expected 48 hours. The device was filled with a solution of 99ml fluorouracil and 16ml glucose. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.